Event description:
It was reported that the patient had low speeds/low flows, believed to be related to short to shield. A pump exchange was scheduled for (B)(6) 2022.

Manufacturer narrative:
The patient had a driveline repair in 2019 (MFR# 2916596-2019-04483). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed internal wire fatigue. The pump was returned assembled with the driveline cut approximately 3.0¿ from the pump body. A severed portion of driveline with an external repair site was also returned and was approximately 38.75¿ in length. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Continuity testing was performed, and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. After the bionate and metal-braided shielding were removed from the returned portions of driveline, visual inspection of the underlying wires revealed a breach in the insulation of the black wire approximately 5.25" from the pump body. The driveline was then submerged in a saline bath for hipot testing to check for additional current leakage through each wire's insulation. The test revealed additional breaches in the insulation of the black and green wires approximately 1.25" from the pump body. The conductors of the black and green wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the black and green wires would have interrupted function as a result of the exposed conductors of either of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The resulting short to shield would have caused the low speed event observed in the submitted log file data. The disruptions in the wires would have affected wire phases 1 and 2 and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. Examination of the driveline¿s silastic sleeve revealed an incidental finding of a slice in-between approximately 27.0-28.25¿ from the controller connector. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline.. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's device had low speed alarms/low flow alarms while on power module at home. There were 3 episodes, each lasting 2-10 seconds before being self-aborted. The patient felt fine during these episodes. No alarms occurred thereafter while the patient was using normal cable. The alarms were unable to be duplicated on (B)(6) 2022, and there were no visible external driveline injuries. The pump was exchanged on (B)(6) 2022 to a heartmate 3.